Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the foreign objects in air/water cylinder, air/water tube and auxiliary water channel (j-tube) could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited had foreign objects in the air/water cylinder (tube), air/water tube and jet tube. There was no patient involvement.